Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Unit received with all operating currents within spec and passed the unexpected restart error test. No unexpected failed battery alarm anomalies noted. Pump received with minor scratched lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer reported that they did not receive a low battery alert prior to the off no power alert. The customer was assisted with troubleshooting. Customer states the battery cap was not loose, cracked or damaged. The customer was treated. Customer will not return device for analysis.